Event description:
The pt reports a case of lymphoma on the breast implant f/u study annual questionnaire. Several attempts were made to determine if type of lymphoma, but the office was unable to verify the info. This file is for the right side, see MFR 2024601-2013-0856 for the left.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the core study in the labeling for silicone breast implants.